Event description:
The customer reported to beckman coulter inc. That fluid was leaking within the coulter lh 500 hematology analyzer. The volume of the leak was about 4 ml and was not contained within the instrument. The operator was wearing personal protective equipment at the time. The customer was running controls at the time the event was noticed, accordingly, no patient results were affected. There were no injuries or exposures to any laboratory personnel. No erroneous results were generated. A beckman coulter field service engineer was dispatched to the site to evaluate the system.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The engineer found that the tubing through pinch valve pv22 that supplies rinse to the probe wipe had a hole in it. The fse replaced the tubing and the leak was fixed. The repair was verified through established procedures and the system is operating within published specifications. (B)(4).